Event description:
A patient called the nurse in severe pain to the left lung. The wall suction pulled on the chest like a vacuum cleaner causing severe left chest pain at connection site. The wall suction was on high not on low intermittent suction. Patient, staff, and family deny touching suction or changing anything on suction apparatus.